Event description:
A pt used a hot pack, MFR - cardinal health, hot pack insulated instant. She fell asleep, the hot pack slid from her chest. It resulted in a small full thickness (third degree) burn to the left breast. (B)(6). (B)(4).